Event description:
The glaucoma-treatment device was checked by operating rm staff prior to implantation. N their judgement, an inner valve was not functioning properly. The device was then sent to the hospital's shipping department, and was there for an undetermined length of time.